Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during the interval of two procedures and the system had to be restarted to continue the procedure. The philips remote service engineer (rse) checked the system remotely and could not find any related issues. During troubleshooting, the philips field service engineer (fse) found that the geo module was not working. The fse replaced the geo module. The defective geo module was returned to philips for further analysis. The cause of the geo module failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the geo module by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop button was activated and no movements possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.